Event description:
It was reported that a device was used to perform a gastric pouch. After 3 stapling, he noticed that the staples line seems different from usual. A blue test was performed immediately to check if there is gastric fluid leak. A leak is detected. To remedy the incident, he performed a v-loc overlock with epiploplasty on all the stapling to avoid the risk of hemorrhage. No clinical consequence for the patient. But a loss of time during the procedure.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Goal post was the staple line interrupted; yes staples not present/visible on any portion of the staple line? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No, but there was a reinforcement of the staple line with an overlock with a thread. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.